Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. He012zt) inserted for female sterilisation. The patient's concurrent conditions included perineal pain, uterine fibroids and pelvic adhesions. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and open supracervical hysterectomy ,bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Batch no he012zt production date : 2017-01-25 expiration date : 2020-01-28 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. He012zt) inserted for female sterilisation. The patient's concurrent conditions included perineal pain, uterine fibroids and pelvic adhesions. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and open supracervical hysterectomy ,bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: medical records received new reporter information, lot no was added. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('removal') and endometrial ablation ('ablation'). In a female patient who had essure inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2020). At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.